Event description:
It was reported that the patient¿s ¿stimulator quit working¿ 2 nights prior to the report. The battery was interrogated and displayed high impedances that were greater than 10,000 ohms on the lead at electrodes 0, 1 and 2. Impedance testing, x-rays and reprogramming were performed. The manufacturing representative attempted to reprogram with electrodes 3-7, but the patient was not able to feel stimulation using any configuration of electrodes 3-7 that were in range. The patient denied falling or having any event around the time the stimulator ¿quit working.¿ the x-rays showed that the lead had not moved and was intact. A lead revision was planned, but not a pocket revision. The cause of the impedance issue was not determined. The patient was not receiving effective therapy at the time of the report. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the lead replacement for the patient was done the day of the report. The patient was then getting effective therapy.